Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the high capture threshold allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. No evidence of device defect, malfunction or abnormal damage was found. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.